Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The test reservoir units left matched properly to the units left in the insulin pump status screen. The insulin pump was monitored for several days and no unexpected beeps occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and delivery anomaly. Customer's blood glucose level was 489 mg/dl. Troubleshooting for beep anomaly was performed. Customer advised the insulin pump delivered insulin very slow and the device would beep every couple of hours. Troubleshooting for high blood glucose was performed. Customer advised they treated their high blood glucose with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.